Manufacturer narrative:
Concomitant products: 5873w adaptor, implanted (B)(6) 2011; d274drg ICD, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited short non-physiological v-v episodes. The lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, oversensing, noise, non-sustained ventricular tachycardia episodes, and was possibly fractured. The lead was turned off. The lead could not be capped or explanted because the physician was unable to gain access due to an occluded vein during venogram. It was determined that due to the patient's age it would be better to turn off detections permanently and use as a pacemaker only. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.